Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic notified the field representative the right ventricular (rv) lead exhibited loss of capture (loc) in bipolar sensing configuration. The cause of the loc was unknown. A revision procedure was performed where the lead was surgically abandoned and replaced.. No additional adverse patient effects were reported.